Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that during a penile prosthesis surgery, it was identified that a 65ml. Spherical reservoir with iz, model 72404155, lot number 1000278344, was damaged. When a blunt hypo needle from the accessory kit was used to fill the reservoir with saline, a pinhole in the tubing was identified that created a leak in the system. The reservoir had not been exposed to any sharp instruments or needles during the surgery that would have caused this pinhole in the tubing.procedure was completed with a new reservoir. No adverse patient effects.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of tube perforation and mechanical issue were confirmed via product analysis. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found in the reservoir shell. The top of the reservoir kink resistant tubing (krt) was identified to be cut off. The damage tubing was visually inspected and functionally tested. There were the leaks in the krt that was consistent with sharp instrument damage; holes were present. Based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because the physician made an unintentional error that caused the event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during a penile prosthesis surgery, it was identified that a 65ml. Spherical reservoir with iz, model 72404155, lot number 1000278344, was damaged. When a blunt hypo needle from the accessory kit was used to fill the reservoir with saline, a pinhole in the tubing was identified that created a leak in the system. The reservoir had not been exposed to any sharp instruments or needles during the surgery that would have caused this pinhole in the tubing. Procedure was completed with a new reservoir. No adverse patient effects.

Event description:
It was reported that during a penile prosthesis surgery, it was identified that a 65ml. Spherical reservoir with iz, model 72404155, lot number 1000278344, was damaged. When a blunt hypo needle from the accessory kit was used to fill the reservoir with saline, a pinhole in the tubing was identified that created a leak in the system. The reservoir had not been exposed to any sharp instruments or needles during the surgery that would have caused this pinhole in the tubing.